Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient presented in clinic follow-up with non-sustained right ventricular over sensing. Programming changes were done to address the issue. Patient was stable. Inductive tests were suggested but clinician declined to do so since it was on the post-paced side.